Manufacturer narrative:
The pump was returned to animas for evaluation. All keypad button presses did not activate desired pump functions during testing. Multiple button presses were required before the buttons will engage. The up-arrow and ok keypad buttons were found to be misaligned. There was evidence of keypad adhesive found under all key contacts. It was confirmed that the keypad symbols were worn.

Event description:
It was reported that the ok button is sticking. The patient denies any damage to the keypad and has worn it in fresh water.